Event description:
Hospital advised that at 17:30 in 2001 channels c and d were both set at a rate of 4cc/hr. Channel c was infusing a morphine drip and channel d was set up to infuse versed. At 18:25 the rate on both channels was decreased to 3.5cc/hr. It is hospital procedure to check the volume infused parameter when a rate is changed. Nurse checked at 18:25 and the volume infused on channel c indicated 30mls. It was not known how much fluid was left in the bag at the time of the reported event, nor what size bags were actually hung. There was no patient consequence.